Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings:.found crack in case near upper right corner of display-damage to pump case. Leak due to cracked pump case with evidence of moisture corrosion on transceiver board, on back side of battery canister, moisture on display..battery compartment cracked below bumper pad. Battery compartment cracked from the top. Battery compartment leak. Use returned battery cap, battery cap does tighten fully.